Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead and right ventricular (rv) lead was undergoing a valve related procedure. During the procedure it was found that these leads had been implanted in the left side of the patient's heart. The right atrial (ra) lead was in the left main coronary artery and the rv lead was implanted in the left ventricle. These leads were subsequently explanted and new leads were placed on the right side. No additional adverse patient effects were reported.